Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image loss occurred temporarily due to a communication failure caused by cable problems (such as an internal disconnection). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found an intermittent image issue due to a faulty cable unit. Additional findings include a faded serial plate that needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head image was going in and out. The issue was found during preparation for use before a therapeutic procedure( cysto fulguration). The procedure was completed using a similar device. There were no reports of patient harm.